Event description:
The customer reported two incidences of uncommanded x-ray exposures with pt involvement. This event may have results in a possible aro. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in possible accidental radiation occurrence.